Event description:
Na

Event description:
The pt developed a staphylococcus infection behind the pinna. The surgeon explanted the device. The pt received a new implant in the contralateral ear in 2000.